Event description:
The account alleged the brakes are not holding. No injury reported.

Manufacturer narrative:
The account found the cause to be wear and tear of the brake casters and the staff will press harder on the brake pedal to set the brakes which in turn deform the brake pedal. The tech replaced the brake pads and brake steer pedal to resolve the issue.